Event description:
It was reported that on (B)(6) 2024 the patient received the following results within 15 minutes: 358 mg/dl and 157 mg/dl, and then on (B)(6) 2024 the patient received results of 49 mg/dl and 111 mg/dl within 15 minutes.